Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reports that during preventative maintenance testing at the user facility, the device was able to be programmed in both modes in all three channels while the lockout switch was in the locked position. There were no reports of any adverse pt events while the device was in clinical use. No add'l info was provided.